Event description:
It was reported in finland on (B)(6) 2026, patient faced infusion set fell off event sue to shower.

Manufacturer narrative:
E1:name: (B)(6),country: united states of america,address ¿ line 1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number:reporting site: 8021545,manufacturing site: 8021545.